Manufacturer narrative:
Device code relates to component code for the reported event pullwire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the pullwire broke. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment of the returned device was performed and it was found that the pullwire was intact; no damage was observed. It was noted that the condition of the returned unit was not consistent with the complaint incident that the pullwire broke. Based on all gathered information, the complaint investigation conclusion code selected is not confirmed ¿ returned, which indicates that the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the pullwire broke. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.